Event description:
Info received indicates the technician found the bed failed the electrical ground test due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.